Manufacturer narrative:
Footboard electronic failure.

Event description:
It was reported by service report that when any of the functions on the beds touch screen display were activated, the beds brakes would disengage. No pt involvement or adverse consequences are reported.